Manufacturer narrative:
Concomitant medical products: 457453 lead; 419488 lead, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured high impedance, increased capture threshold, and decreased sensing amplitude. The lead remains in use presently, but a replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.